Event description:
New information stated that a lead fracture was also suspected.

Event description:
It was reported that high, out of range pacing lead impedance and loss capture were observed. The lead was capped.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.